Event description:
It was reported that during a lap cholecystectomy procedure, the bag was deployed and fell apart, no pieces fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 05/29/2009. Evaluation summary. The analysis result for the pouch instrument found that it was returned already deployed, the bag missing and with the suture cut. The event could not be confirmed as the bag was not received. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed, and no anomalies were found during the manufacturing process.